Event description:
A us distributor contacted zoll to report that the patient developed a blisters under the lifevest. Patient described the area as blisters. The patient does have a history of diabetes which causes skin to be very dry. There were no allegations of any bleeding, oozing or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient reported being hospitalized, but there is no indication of medical intervention specifically for the rash. Reporting out of an abundance of caution.